Event description:
Pt reported that their one touch ultra meter was not turning on. Medical affairs specialist called and spoke with the pt in 01/04 who provided additional info. Pt had this power issue with the meter for over a month and during that time, pt was not able to check their blood glucose. One day (date unknown) during that month, pt started feeling shaky and dizzy. Pt tried to test on their meter again that time, but was not able to test on the meter due to the power issue. Pt then called the paramedics and they arrived soon after. The emt meter read 38 mg/dl. Pt was given some peanut butter and a shot of glucose. Pt was not taken to the e.r. Since their blood glucose level came up and was feeling better after that. Pt takes 1 pill of the oral medications daily (name unknown). Pt called lifescan regarding this issue a week after this event. Issue was resolved with troubleshooting and the pt was able to perform a blood test. This meter was still replaced for their satisfaction. This case is reported as an adverse event since the pt suffered a serious injury due to probable use error.